Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently would not give "test ok" message when performing 200 joules self test. The complainant indicated that there was no pt involvement in the reported failure.